Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The filter of the stable chamber was clogged and therefore didn't flow. The natural lens of the patient was very solid. No patient impact or injury was reported.

Manufacturer narrative:
Received one opened pack from lot v5242. Visual inspection found the assembly dirty with fluid in the IV spike drip chamber. Upon closer inspection it was discovered that the small piece of aspiration tubing is not connected to the aspiration port on the top of the collection cassette. A functional test was performed using a stellaris pc system. The assembly cannot function properly in this condition, as it will not vacuum. However, the assembly is not clogged. After connecting the tubing. The functional test was repeated and the assembly performed as intended.